Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test due to motor error alarm. The insulin pump had a scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.